Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.

Event description:
It was reported that: "dr did an acetabular revision. There was anterior cup edge exposed. He extracted the cup and replaced it with an adm."